Event description:
Customer alleged a blood glucose test result of 755 mg/dl on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". During troubleshooting, caller reported missing segments/icons on the screen display of the meter. No adverse event reported. A request was made for the return of the system and replacement product was sent.